Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 15-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that 2 refill discrepancies had occurred and the patient was experiencing excruciating pain. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A dye study was scheduled for (B)(6) 2019. The issue was unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.